Manufacturer narrative:
Date of event - estimated as (B)(6) 2022 as the event date is unknown, but the complaint was reported in 2022. Implant date - estimated as (B)(6) 2022 as the implant date is unknown, but the complaint was reported in 2022.

Event description:
It was reported that a leak between the struts of the closure device was suspected. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Following the index procedure, a leak was noted appearing between the struts of the closure device and the fabric of the closure device appeared to not be structurally supportive. No patient consequences were reported.